Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic procedure the pad of thunderbeat (tb-0535fcs) was worn out and fell into patient intraperitoneally. The fallen device was immediately retrieved (in about 10 seconds) with the aid of forceps. The procedure was completed with exchanging the device with another one of the same model. There were no reports of patient harm.

Event description:
It was reported that during a therapeutic procedure the tip of the thunderbeat (tb-0535fcs) broke off and fell into the patient intraperitoneally.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections, additional information, and device evaluation based on the approved final investigation. Updated fields: d8, h6. Corrected fields: b5, h6 (health effect-impact code, component code). The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken approximately 7 mm from its distal end. Scratches were observed on the broken surface of the probe, and the coating in the scratched area was found to be peeled off. The broken surface revealed that cracks were progressing from the scratched area. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. During output activation in seal & cut mode, the probe came into contact with hard tissue, metal objects, or surgical instruments. 2. Ultrasonic vibration caused the coating on the probe to peel off and resulted in the formation of scratches." 3. Force applied to activate the output in seal & cut mode or to grasp the tissue resulted in cracks forming at the scratched area. 4. Force applied to the probe caused it to break. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction to d4 and h4.